Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod on the hip/buttocks. Symptoms reported include hyperglycemia, ketones of 2.3 mmol/l and redness/inflammation at the pod insertion site. The patient was treated with manual insulin injections utilizing insulin pens and was discharged from the hospital after 9 hours. The pod was removed and discarded.